Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading was 321 mg/dl. Customer treated with manual injection. The drive support cap is protruded. Advised the caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.